Manufacturer narrative:
Gtin: (B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the black sheath on the probe broke off.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: black sheath (insulation) broken off. The probable root cause/s could be the unit was used as a tool for mechanical displacement of tissue, excessive force and scrubbing with another object during use, heat caused insulation to degrade and rip. (B)(4).

Event description:
It was reported that the black sheath on the probe broke off.